Manufacturer narrative:
UDI and manufacture date not available on the date of filing. As stated, one of the reverse buttons was pressed prior to the spin which likely caused the inversion of the image. No further investigation is needed, resolution confirmed on call with technical services (ts). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system's exams were displaying inverted (anterior/posterior and left/right) when pushed from the mobile view station (mvs). The mvs displayed the images in the correct orientation. The manufacturer representative determine that one of the reverse buttons was pressed prior to the spin which may have caused the inverted scans. The green light was still on when they walked back to check all the settings. The health care professional confirmed accuracy was good and continued with the case with the incorrect labeling. No additional spins were taken. There was less than an hour delay in the procedure. No impact on patient outcome.